Event description:
A distributor in australia reported that the power cord of a sleepstyle auto CPAP was damaged and had exposed copper wires. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject power cord of the sleepstyle auto CPAP to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint power cord of the sleepstyle auto CPAP was received at fisher & paykel healthcare (f&p) new zealand where it was visually inspected. Results: visual inspection showed that a portion of the power cord had been crushed. The insulations of the power cord were broken and the copper wires were exposed, with some strands broken. Conclusion: it is likely that the sleepstyle auto CPAP power cord was subjected to excessive force, causing the reported damage. The use and care guide supplied with the sleepstyle auto CPAP state the following: warnings to avoid electric shock do not use if the device, power cord, or accessories are damaged, deformed or cracked.

Event description:
A distributor in australia reported that the power cord of a sleepstyle auto CPAP was damaged and had exposed copper wires. There was no patient involvement as the issue was found whilst the device was not in use on a patient.